Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implnated: (B)(6) 2017, 6935m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routing device change out, it was determined there was loss of capture on all vectors of the left ventricular (lv) lead. It was noted that there was chronically high threshold on the lv lead for the past year. The physician decided not to reposition or replace the lead and it was programmed off. No patient complications have been reported as a result of this event.